Event description:
During biofeedback session, balloon part of the biofeedback catheter broke while in the patient. Manufacturer response for anorectal manometry catheter, mcompass biofeedback 2, channel anorectal manometry catheter (per site reporter). This is apparently one of four cases of this type for this particular device/lot number experienced by (B)(6) hospitals during the month of january. Company has been made aware and have made arrangements to replace all existing stock with this lot number. Unaware if other follow up has occurred.